Manufacturer narrative:
The investigation determined that results obtained on the vitros 250 chemistry system for patient samples were mis-associated with the incorrect patient sample ids (sid) number. The root cause of the event was determined to be user error as the customer is reusing sids; the issue is consistent with the reuse of an sid that was previously programmed for an alternate sample that was not processed to completion. As per the vitros 250 operator's guide, when reusing sids, the user must ensure that previously programmed sids are processed to completion or deleted prior to reuse of an sid. The vitros 250 chemistry system was operating as intended. No malfunction occurred.

Event description:
A customer reported that results from a single patient sample obtained using a vitros 250 chemistry system were associated with the incorrect patient name and incorrect assays. Mis-associated patient results may lead to inappropriate physician action. The mis-associated results were not reported outside of the laboratory. There was no report of patient harm as a result of this event. (B)(4).